Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('scheduled to get my essure out in jan') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced allergy to metals ("I do think I m allergic to metal"). The patient was treated with surgery (scheduled to get my essure out in (B)(6)). At the time of the report, the medical device removal and allergy to metals outcome was unknown. The reporter considered allergy to metals and medical device removal to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patients¿ social media record: medical device removal and allergy to metals¿. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jan-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation was provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('scheduled to get my essure out in jan') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced allergy to metals ("I do think I m allergic to metal"). The patient was treated with surgery (scheduled to get my essure out in jan). At the time of the report, the medical device removal and allergy to metals outcome was unknown. The reporter considered allergy to metals and medical device removal to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patients¿ social media record: medical device removal and allergy to metals¿. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.